Event description:
The manufacturer received an allegation of a "service required" message occurred on a ventilator. The device was evaluated, and a "service required" error was confirmed. The oxygen blending module board will be replaced to address the issue.